Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high pacing threshold. It was noted that ra output was programmed to 4.5 volts at 1.5 milliseconds. Additional information indicated that a chest x-ray was performed and a slight movement was observed. Unipolar testing was also done but there was no improvement. No further programming was taken. The ra lead remains in service. No adverse patient effects were reported.